Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor connector pin was bent, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead was received with bent pin. It was able to straighten out the pin and take the stylet out. The helix extends and retracts within product specification.

Event description:
It was reported that at the implant attempt, the right ventricular lead had to be repositioned two times and on the third try the lead helix was impossible to screw out. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.